Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: phaseal is coming disconnected from primary IV line. The injector and connector stay engaged but the connector becomes disconnected from the IV tubing. Additional information received from the customer: will you confirm the date of this event is (B)(6) 2026? Correct. Was there any patient harm, caregiver injury, complication, or negative outcome resulting from this event? No. Will you confirm the impacted product for this event? The injector material and lot number were provided however the report notes the connector became disconnected, will you provide the material and lot number for the impacted connector? Impacting product is the injector-515056, lot 2507302. Does the primary ivf line that disconnected belong to bd? If yes, please confirm the material. Yes, bd material 2426-0007.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.